Event description:
It was reported that during a lap cholecystectomy procedure, the device kept shooting clips out at an angle and would not stay in the jaws. Opened another device to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4: serial # = na.